Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot no., UDI and manufacture date not available for this instrument at time of filing. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the cranial reference frame pins were bent so tracking did not work properly. There was no patient present.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided. Correction: lot number provided.